Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Lead warning on (B)(6) 2016 due to svc defibrillator lead impedance greater than 200 ohms.

Event description:
It was reported that the right ventricular (rv) lead exhibited unstable superior vena cava (svc) coil impedance. Today, an alert triggered for high svc impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.